Manufacturer narrative:
Company received copies of xray 10/13/2016. Xrays appear to show a broken 18mm motoclip. X-ray presented to us shows two staples implanted in the patient which seem to be sizes 18mm and 25mm. Based on information provided original date of surgery was (B)(6) 2016. No additional information has been received. Product has not been returned. We are not aware of a revision surgery date or anticipated revision surgery date. Based on x-rays, implant may not have been used for joint arthrodesis. Based on investigation to date, no evidence was found to suggest that the device did not meet specifications before distribution. Since an actual revision event has not yet taken place, we are filing this MDR based on the information provided to us on 10/13/2016. Device not returned.

Event description:
Potentially broken motoclip. X-rays were provided to company on 10/13/2016 that show a potentially broken clip. The date the clip broke is unknown. Revision surgery date is unknown or has not yet occured.